Manufacturer narrative:
The devices subject to this investigation were returned to the manufacturer for evaluation. It was confirmed that there was a breach to the sterile barrier for the two devices. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The labels for these devices have a symbol indicating " do not use if package is damaged". Investigation results indicate that an atypical, excessive impact occurred which caused a piercing of the product packaging during handling or storage.

Event description:
It was reported that there was a potential sterility breach on the packaging of 2 devices. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that there was a potential sterility breach on the packaging of 2 devices. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.